Event description:
A dr. Ordered a nicardipine drip to keep the systolic blood pressure (sbp) 125. Under "anesthesia mode" on the alaris pump, I chose the nicardipine and selected the correct concentration, 50mg/250ml. However when I went to start the drip, the alaris pump wanted me to dose in mcg with a max dose of 15 mcg/hr. This is wrong because this drug is supposed to be dosed in mg/hr with a usual starting dose of 5 mg/hr. I went ahead and started a drip and overrode the guardrails warning. When I dropped the patient off in cardiovascular ICU (cvicu) the rn changed the module over and when she opened the nicardipine in ICU mode, it was correctly dosing in mg/hr. So apparently this problem is only in anesthesia mode.